Event description:
Dental implant failed.

Manufacturer narrative:
The investigative worksheet stated that a 10mml 3.75mmd implant was placed in the #18 area of the mandible to support a single crown. The implant was in function for less than two years before it broke and had to be removed. The 10mml implant that was included with this report was examined by engineers. It was stermined that the implant was free from any defect and it met all the tolerances necessary to comply with the manufacturer's specifications. The periapical radiograph dated 4/6/94 showed a 10mml 3.75mmd implant in the #18 area of the mandibel supporting a hex-lock abutment (hla3f). The periapical radiograph dated 8/1/96 showed the 10mml in the #18 area with what appeared to be a vertical split at the collar. After studying the x-rays and reviewing report, co finds that the pt could have placed more functional load on the implant than was anticipated. Therefore, when restoring this pt again, it si recommended to replace the broken implant with a wider one for the additional support.